Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
It was reported that a mayfield 2000 radiolucent skull clamp, that was used on a pt, had the rocker arm broken. The pt incurred a laceration and required staples. Add'l info has been requested. Add'l info was received on (B)(4) 2011 via medwatch uf/importer report # (B)(4). A (B)(6) male, pt, had a mayfield radiolucent skull clamp applied for a craniotomy. While removing the skull clamp, the rocker arm broke causing one of the skull pins to pull out from the pt's scalp and lacerated the skin. The laceration required suturing.